Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance, polarity switch, high thresholds, intermittent r-wave under-sensing and a potential performance issue with the lead ring. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.